Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door compartment stuck with message. A field service engineer logged in as the pyxis user and rebooted to restore system functionality. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe door 1 compartment 7 stuck with message. The customer stated that there was a delay in dispensing a medication fentanyl. There were no adverse events or injuries reported based on this incident.